Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and some possible oversensing of noise. The physician will increase follow up to monthly remote checks with the clinic. The lead remains in use. No patient complications have been reported as a result of this event.